Event description:
It was reported that (1) er320 was used during a lap chole procedure. It was reported by the affiliate that the clip spitted and nothing fell into the pt. Opened another instrument to complete the case. No adverse pt outcome.